Event description:
It was reported that the device experienced an electrical reset. The reset was cleared, and the device was found to be operating with the normal programmed parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: 1 - por for write to locked ram, addr=149f, data=1 on (B)(6) 2011 13:40:09. One patient alert for por on (B)(6) 2011 12:40:09.